Event description:
The customer reported non-reproducible false troponin I (accutni) patient results involving access 2 immunoassay system. The customer stated the patient samples were provided by the emergency room (ER). The samples were fresh and short draws. The customer stated gel caused the false positive results. The customer indicated the erroneous results occur approximately once monthly. The erroneous results were not released out of the laboratory. The customer has a proactive procedure to verify unexpected results prior to releasing reports out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event.

Manufacturer narrative:
Service was declined as the customer did not question system performance. The customer's laboratory procedure is summarized as follows: troponin values > 0.1 ng/ml are recentrifuged using stat spin and are repeated on the backup access 2 immunoassay system. The cause of the event is unknown.